Event description:
In 2008 the pt underwent the surgery with g3 nail, after one and a half years had passed, the surgeon noticed the pt bone had not union and also the nail was broken, and the pt underwent the revision surgery with g3 nail. In this surgery, he tried to remove the broken nail, however, the extraction hook did not pass the nail at all. So the surgeon took 4 hours to remove the broken nail, and pt's total blood loss was 700ml.

Manufacturer narrative:
Additional info has been requested. Once the investigation has been complete, any additional info will be reported in a supplement.